Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint could not be duplicated or confirmed.the uut (unit under test) was received at the fa lab without proper packaging.

Manufacturer narrative:
H3: 02, the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the a battery failure has occurred on the ltv 1150 ventilator which eventually shut down during patient use. It was stated that the unit was not even charging. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.